Manufacturer narrative:
Concomitant medical products: product ID: 97713, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2018, product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for failed back surgery syndrome, spinal pain. It was reported that the patient had two of their implantable neurostimulators replaced due to issues with recharging the implants. No patient symptoms, and no additional device complications were reported for this event.